Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the thread broke.

Event description:
It was reported that the thread broke.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device inspection shows that the threaded area is broken. The returned device broke at the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a massive amount of stress, which led to its breakage without significant plastic deformation. Review of the device history records revealed no deviation from the specification. The inspection protocol was reviewed. Functionality test and dimensional inspection were done according to specifications. However, investigation revealed the root cause of the reported event to be a design-related issue. A non-conformity report has led to further investigation and finally to a recall; the returned device is in the scope of the pfa (B)(4) ongoing on the delta strike plates.